Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was not making any sound when alarming. The device was set to audio and vibrate. The customer¿s blood glucose during the incident was 103 mg/dl. The device alarmed a hardware low level failure during self-test. They were assisted with clearing the alarm. The device passed the self-test during the call but failed the audio test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the pump trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.